Event description:
The customer reported to philips healthcare that the heartstart mrx experienced an ECG malfunction. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).: a f/u report will be submitted upon completion of the investigation.